Event description:
It was reported, via social media, that the customer was rushed to hospital with diabetic ketoacidosis. It was reported that the customer was using an insulin pump, and it stopped working. It was reported that the customer spent four days in ICU. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.